Event description:
International affiliate reports the patient experienced headaches and unspecified sickness. The surgeon assumed the implanted valve was not functioning properly and the device was explanted.